Manufacturer narrative:
B3: august 2025 was the reported month and year of the event, but the exact day was not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The customer's problem was replicated. The dso sensor was replaced to fix the issue.

Event description:
It was reported that the device failed downstream occlusion test. Event occurred during infusion. There was patient involvement and no patient harm/adverse event reported.